Event description:
Pt undergoing a ptca ultilizing a right femoral artery approach. An 8-fr sheath inducer was placed in the right femoral artery. A wholey guidewire was advanced under fluoroscopy to the proximal ascending aorta. Over the guidewire, wiseguide was advanced to the aorta and the guidewire removed and the catheter flushed. While manipulating the catheter to the ostium of the right saphenous vein graft, further manipulation could not be undertaken with the physician concluding the catheter was kinked. The md attempted to unlink the catheter and advance a .035 wholey wire back into the catheter. At this point, the catheter separated and, following failed attempts to remove the catheter, surgical intervention was undertaken. Surgeon found a dissected, very calcified and tortuous iliac artery.